Event description:
It was reported that while opening the packaging for a 4.0x32mm omega stent, it was noted that "the stent was broken on the rings from the proximal part of the tip". The procedure was completed with a different device. No patient complications occurred as the product was not used. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was centered between the markerbands on the tightly folded balloon. The last six distal rows were damaged and stretched. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).